Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer passed incoming functional testing, however there was a recent error code found in the programmer log file. Hard drive was reconfigured and software reloaded to resolve issue. (B)(4).

Event description:
It was reported a linq device was interrogated and programmed in a cath lab. The session was ended and reinterrogation was tried again, but got a message about analyzer session. The programmer then rebooted by itself with an error code. The programmer was returned for repair. There was no patient involvement.